Event description:
It was reported that the pt was unable to use their cell phone ("won't work") or home phone ("goes nuts") when using their stimulation system. Add'l info has been requested from the hcp, but was not available as of the date of this report.